Event description:
It is reported that the gearbox was leaking.

Manufacturer narrative:
Wear present on the gearbox indicate the device was used effectively previously, with a potential field age of about 3 years. There is not enough info to determine the cause of the device failure. The device met print specifications where measured. Functional test was performed by manually turning the gear and it was discovered that parts were discolored from prior leakage and some oil was in fact leaking out. Device history records indicate all components were manufactured and inspected to specification.